Event description:
The customer reported that following a diagnostic catheterization procedure on event date, a vasoseal es was deployed. The pt was discharged from the hosp two hrs later with no reported complications. Approximately three weeks after a colonoscopy the pt presented at the emergency room with an infected groin and cellulitis in their hand at the IV site. Both the hand and the groin site were cultured and were positive for methycillin resistance staph aureus. The pt was given IV vancomycin for five days and was then discharged home. No further complications were reported.